Event description:
It was reported when testing the time before the device turns off is 16.8 seconds. The last test was 280 seconds one month ago. Found during preventive maintenance. The device is being returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.